Manufacturer narrative:
Device has not been returned to manufacturer. However, the manufacturer is in contact with the distributor and importer in order to receive it for testing. On the same date another incident was reported from this facility with another device. It could be assumed that root cause of the temporary pacing problems was a problem with the lead system (contact problems between lead and tissue or lead and patient cable or adapter cable or any damage of cable or adapter).

Event description:
It was reported that the external pulse generator (epg) experienced intermittent pacing issues. The epg is expected to be returned for service. No patient complications have been reported as a result of this event.